Manufacturer narrative:
A steris service technician arrived on-site, and confirmed the water supply hose had ruptured and required replacement. The technician replaced the water supply hose, tested the unit, and confirmed the unit to be operating according to specification. No additional issues have been reported with the water supply hose.

Event description:
The user facility reported the water supply hose on their system 1e processor ruptured causing a water leak. A procedure delay was reported as a result.